Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the reported issue is procedure rather than device related. The device was not available for return.

Event description:
It was reported to nevro that during a surgical lead procedure, neuromonitoring indicated that a patient with several adhesions may have experienced some neurological deficit. Baseline activity was regained however the case was aborted as a precautionary measure. The patient experienced residual pain but did not have any neurological deficit at the time of discharge. The patient went to the ER several hours later due to pain and leg weakness. Follow up report indicated that the pain was not due to the device but it was related to the procedure. There was no report of further complication.